Event description:
It was reported that 2 gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: we have now opened two packages of tubing that has been in two pieces. Bd alaris pump infusion set-3valve ref(B)(4). I have the tubing and the packaging. I am concerned there will be more.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: (B)(6)2023. D.4. Medical device lot #: 20063388. D.4. Medical device expiration date: 6/17/2023 h.4. Device manufacture date: (B)(6)2020. Investigation conclusion it was reported that two packages of tubing were opened and found in two pieces. Received from the customer was one unused set model 2426-0500 lot 20063388 (with its packaging pouch). Note: only one of the two reported incident sets were returned for investigation. During visual inspection, it was noted that the tubing p/n (B)(6) was completely separated from the distal smartsite p/n (B)(6) outlet port below the lower fitment. Inspection under magnification noted that both sides of the tubing had insufficient solvent applied at the engagement during the manufacturing process. A gap was also observed, indicating that the expected tubing was not fully inserted. Further handling/tug of the rest of the set's tubing engagements observed no separation or any issues. Functional testing was not performed due to the separated tubing and the leaking that would occur. A dimensional analysis was performed on the tubing p/n (B)(6). In order to conduct dimensional testing a small portion of the tubing was cut near the affected area (distal smartsite outlet port). The outside diameter of the tubing measured 0.145¿, within the specification of 0.145¿ +/- 0.003¿. Device history record for model 2426-0500 lot 20063388 shows that the set was manufactured on (B)(6) 2020 with a total of 33,823 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. Equipment used (measurement and testing performed on (B)(6) 2020. Ram optical instrumentation/eq08204/calibration due date (B)(6) 2021. The customer¿s report that the tubing set separated was confirmed upon visual inspection. The root cause of the tubing separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. The issue of leaking tubing set inlet or outlet port is also currently being addressed under a corrective action (tw CAPA 1027651). Although the corrective actions were implemented prior to the manufacturing of this lot 20063388, the CAPA was closed as "effective" in mitigating this defect and will continue to be monitored for an increase in frequency. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: we have now opened two packages of tubing that has been in two pieces. Bd alaris pump infusion set-3valve ref (B)(4). I have the tubing and the packaging. I am concerned there will be more.